Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the left ventricular (lv) lead exhibited high, fluctuating impedances, as well as high thresholds. A connection issue was suspected, and the pocket was reopened for further investigation. No obvious setscrew issue was noted, but blood was found in the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.